Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with a 2.0 unit basal rate and monitored 5 days. Several bolus were also delivered. The insulin pump was delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. The insulin pump was downloaded and all bolus delivered were found at the carelink report. The insulin pump had minor scratched lcd window and cracked reservoir tube lip. The insulin pump passed the delivery accuracy test at 0.08770 inches. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a delivery anomaly. The customer was assisted with troubleshooting. The customer's blood glucose level was 71mg/dl at the time of the incident. The customer's mother stated that the insulin pump delivered insulin without programming. The customer's mother verified that all programming was accurate. The customer's mother was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.